Event description:
On (B)(6) 2010 competitor's representative reported the patient's son stated his mother took too much insulin and ended up unconscious and taken to the hospital for a low blood glucose level. Competitor's representative stated the patient is still in the hospital. On follow up call patient's son stated he was unable to troubleshoot concern at this time; will call back. On follow up call on (B)(6) 2010, patient's son reported he has been assisted by the hospital. Patient's son stated there was a blockage in the system after delivering 25.0 units of insulin so his mother stopped using the infusion device and went to the hospital. Son reported the mother gave too much insulin via a syringe. Unable to troubleshoot the infusion device. Son stated his mother is using the infusion device and it is working correctly. Son reported he does not know what type of infusion set was in use or how long the accessories are being used. Son stated he does not know much about the incident, but the infusion device is working correctly now and his mother's blood glucose is fine. Patient's blood glucose level was not provided. Patient's normal blood glucose range was not provided. Treatment received was not provided. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.